Event description:
Trocar side port broke off while in use. No pieces fell into patient. Broken part retrieved and saved with trocar. Staff was able to close valve to "off" position and proceed with procedure.what was the original intended procedure?hysterectomy.